Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported when the stem was opened it had worn through the packaging.

Manufacturer narrative:
No product was returned; from the received photos, it was determined that, the plastic pieces were present on the femoral stem. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Without the opportunity to review the complete product, the root cause for the reported issue can not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.